Event description:
Healthcare professional reported right side during surgery "a breast implant is requested, which is passed to the table, the implant is taken, the implant is introduced, at that moment when approximately 70% of the implant was inside the pocket, the rupture and exit of the gel is observed, immediately the implant is removed and delivered to the instrumentator and silicone is removed from the tissues." Device was not implanted. Implant surgery was completed with a back up device. Silicone gel did come into contact with patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: during surgery "a breast implant is requested, which is passed to the table, the implant is taken, the implant is introduced, at that moment when approximately 70% of the implant was inside the pocket, the rupture and exit of the gel is observed, immediately the implant is removed and delivered to the instrumentator and silicone is removed from the tissues".